Event description:
Baxter service center reports leak in cassette of homechoice set used for apd therapy. Lrak was identified bt service center when moisture was noted in pneumatic area of returned homechoice device. No pt injury was reported at time of device return.